Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product associated to the complaint has not been received. Complaint report cannot be verified. Manufacturing record review: the manufacturing record records was evaluated and this revealed that the product was manufactured according to specification. A complaint history search was performed and revealed that no additional investigation request were received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted: give date: not applicable, as lens was not implanted. If explanted: give date: not applicable, as lens was not implanted. Hence, lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the z9002 intraocular lens (iol) was observed bent when the lens case was opened. Reportedly, the lens was not implanted. No further information was provided.